Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-feb-2025. Investigation summary: bd received three photos and one sample for investigation. After review and analysis of the customer photo, the bottom of the tube was found to be cracked. One customer sample underwent a visual inspection for damages and it failed. A total of 30 retained samples were visually inspected for broken or damaged tubes, and none failed. Additionally, 10 retained samples were visually inspected for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed that the bottom of the tube is broken. No patient impact reported.

Event description:
It was reported that during the use of one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed that the bottom of the tube is broken. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.